Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.

Event description:
Customer reported that there was no x-ray suddenly during three runs although footswitch still pressed.